Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed a failed battery test alarm. Customer was unable to clear the alarm. Customer reported the device had a keypad anomaly. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving alarm noted. However, the insulin pump function properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, a21 test and all operating current test. No unexpected low battery, failed battery test or off no power anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.